Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden decrease in impedance measurements from 400 to 200 ohms. There was also oversensing of noise without pacing inhibition. The rv lead decreased to approximately 1 millivolt. Subsequently a revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported.